Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was reproduced. The evaluation observed no audio caused by no continuity. The rear case was replaced.

Event description:
It was reported that a spectrum pump had a speaker that was not working correctly. It was also reported there was no patient injury.